Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the heat shrink was worn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an ar-9831 apollorf i90, aspirating ablator batch number: 15219082 had scratches on the shaft near the tip and the black coating on the shaft was peeling. It was further noted that the electrode showed signs of use. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prolonged ablation, applying excessive mechanical forces and/or prying/leveraging the device during use.